Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of dexcom g7 sensor data to the ilet while the dexcom mobile app continued receiving values, after which glucose readings resumed on the ilet without user re-pairing. Symptoms included hyperglycemia with a reported peak of 336 mg/dl, approximately three hours above 180 mg/dl, and user-reported irritation. Outcomes included receipt of device alerts for prolonged hyperglycemia, with no back-up therapy, ketone testing, medical intervention, assistance from others, or hospitalization. Investigation included customer support troubleshooting and education on viewing the sensor code and monitoring connections. Investigation of this case revealed a transient communication disruption between the cgm and the ilet, with function restored during the call and no persistent hardware issue identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication loss.